Event description:
It was reported to covidien that the display was missing segments. No patient harm was reported.

Manufacturer narrative:
Covidien service center found that the display to have failed. The display was replaced. (B)(4).